Event description:
During a laparoscopic procto cholectomy procedure the surgeon noticed that the back casing on the endocut disposable scissor tip cracked and a piece was left inside the patient. The surgeon noticed that part of the patient's uterus was burnt, but was not significant.

Manufacturer narrative:
Microline pentax conducted an investigation with the following finding: the back hub on the endocut scissors tip was not returned in its original form, a piece of the back hub was missing. The back hub was broken at the distal end. The breakage is jagged and uneven. The reason for the damage to the back hub could not be determined.